Event description:
Unintentional movement of the beds head section up.

Manufacturer narrative:
The hill-rom technician found the beds siderail control board had an electrical short. The technician replaced the board to repair the bed.